Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it found that the touchscreen was out of calibration. The probable cause was due to contamination on the touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not pass the touchscreen test. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration. No additional information was provided.